Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: literature review. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
A literature article was received entitled: "retrospective evaluation of bipolar hip arthroplasty in fractures of the proximal femur", sakr mazen, md, et. Al, published in north am j med sci 2010; 2: 409-415. Fifty one patients were enrolled in the study, which sought to evaluate mortality and need for re-operation, as well as the clinical benefits, against other modes of treatment for fractures of the proximal femur (such as orif using cannulated screws or sliding plate fixation). All study participants were implanted with depuy charnley cemented stems, paired with elite plus 28mm femoral heads and depuy self-centering bipolar cup. The manufacturer(s) of the antibiotic bone cement and cement restrictor were not identified. Patients were not reported in a patient/case specific fashion, and product/lot code information was not provided for the implanted products. Complications reported were: 6 patients developed post-operative dvts (all within three months of the primary surgery) and were treated medically without any further complications. 2 patients experienced type I post-operative infections that were treated with IV and oral antibiotics. No patients developed hip dislocations. There were no cases of stem subsidence, migration or loosening. No patients underwent additional hip surgery for any reason. At follow-up greater than 1000 days post-procedure, 14 patients had expired for causes unrelated to the operative procedure. Radiographically, 12 patients of the remaining 37 had a grade I acetabular erosion (narrowing of the acetabular cartilage without bony erosion). There were no reports of more significant acetabular erosions identified.